Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. From the provided calibration and control data that was acceptable, a general reagent issue could most likely be excluded. Typical root causes for this type of issue relate to the pipetting of an insufficient amount of sample. This may be caused by general preanalytic issues or general assay or system specific reasons such as bubbles or foam on reagent surface.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys tsh assay results and retested the samples on another analyzer. The total number of samples involved was unclear. Data was provided for two patient samples. Patient 1 initial ft4 initial result was 7.77 ng/dl with a data flag. The automatic repeat result on the same analyzer was 3.57 ng/dl. The repeat result from another analyzer with the same lot of reagent was 2.36 ng/dl. Patient 2 initial tsh result was 2.62 uiu/ml. The repeat result on another analyzer with the same lot of reagent was 73.58 uiu/ml. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The ft4 reagent lot number was 14086200 with an expiration date of 03/31/2017. The tsh reagent lot number was 17901000 with an expiration date of 05/31/2017. The customer ran qc and the results were within the specified limit. The customer then ran samples on this analyzer and on another analyzer. All sample results replicated and the analyzer was again operational. The customer monitored the ft4 and tsh assays and did not receive any errors. The field service representative investigated and noticed the issues occurred on measuring cell 2. He inspected the analyzer and could not find any leaks or obstructions. He ran flowpath cleaning, performance testing, and a precision check. The performance testing was within the acceptable limit. The customer ran calibration and qc with no errors.